Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Our customer has reported via sales rep that last (B)(6) 2011, the pt went to the hospital because of pain. The rx done showed that the (B)(4) was unscrewed from the (B)(4). (B)(4) and (B)(4) were implanted past (B)(4) 2008.